Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed that the sheath appeared to be twisted at the base of the hub and there was a kink noticed near the sheath tip. In addition, the distal 5.6 cm of the sheath end was observed to be flattened and pinched. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the resistance encountered during withdrawal could have contributed to cause the damage seen in the returned device. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they performed a case using a glidesheath slender. When removing the sheath, the shaft was twisted and appeared to be kinked. Additional information was received april 24, 2019: the procedure performed was a left heart catheterization. Patient did experience some arm discomfort, however there was no complication. The procedure was completed successfully. The same sheath was used for the entire case.